Manufacturer narrative:
Age at time of event: 18 years or older device is a combination product.

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. The target lesion containing a long stenotic segment was located in the right coronary artery. After a 7f non-bsc guide catheter was engaged and a 0.014 non-bsc guide wire crossed the lesion, a pre-dilate was performed at 12 atmospheres. Subsequently, a 3.00 x 38mm synergy ii drug-eluting stent was advanced but failed to cross the lesion due to bends. The device was removed from the patient. No patient complications were reported and the patients status was stable. However, returned device analysis revealed stent damage.  Device evaluated by MFR: synergy ous mr 3.00 x 38mm stent delivery system (sds); was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Damage was noted to stent strut rows 2 and 8 (counting from proximal end) stent struts were lifted. The undamaged distal crimped stent outer diameter (od) was measured and met specification. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.